Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Correction to h6 adverse event problem in the initial medwatch: un-reporting a0412 material rupture as the healthcare professional stated the event of "rupture" did not affect the right side device. The only adverse event in this record is capsular contracture baker grade iii. Reason for reoperation: capsular contracture, baker grade iii. Additional, changed, and/or corrected data: b1, b5, d6a, e1, h11.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Healthcare professional later clarified there was no rupture on the right side. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease and one opening were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Healthcare professional later clarified there was no rupture on the right side. Device has been explanted and replaced with a non-allergan device.